Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age and weight not provided for reporting. The plate may be from the vectra system. This report is for unknown plate/unknown lot number. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2012 the patient underwent an anterior cervical discectomy and fusion (acdf) procedure and had a 6 mm synthes cervical plate (possibly vectra) implanted from c4 ¿c6 to treat an unspecified medical condition. On an unknown date postoperatively, the patient reported the plate interfered with his breathing and swallowing functions and that the edge of it was causing him problems. The patient also reported having tingling and pain in left foot that is now bilaterally in his feet. The patient reported having barium swallowing tests and speech therapy after his surgery. On (B)(6) 2014 the patient was in a car accident while driving and his car was hit from behind. The patient sustained a concussion and a shoulder injury as a result of the accident. The patient reported the accident may have exacerbated his swallowing difficulties. The patient is currently receiving medical care and reported having had a modified barium swallow test three months ago (results unknown). He reported having a choking sensation while sleeping. This complaint involves 1 device. Concomitant devices reported: screws. This report is 1 of 1 for (B)(4).